Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they need to deliver normothermia using the arctic sun device. They were getting an alarm that the reservoir was empty but could not clear the alarm out to fill the device. Suggested powering device off and back on again. When powered back on the empty reservoir alarm displayed again and was unable to close the alarm out. Asked nurse to push around the close button, but it still would not close out. Suggested sending device to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they need to deliver normothermia using the arctic sun device. They were getting an alarm that the reservoir was empty but could not clear the alarm out to fill the device. Suggested powering device off and back on again. When powered back on the empty reservoir alarm displayed again and was unable to close the alarm out. Asked nurse to push around the close button, but it still would not close out. Suggested sending device to biomed.